Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient called and reported that they had seen information on the internet where people had problems if stimulators and leads needed to be removed. Patients with leads broke into fragments when they tried to remove them which can cause health problems down the line and there are also concerns about scar tissue. The calling consumer had no information about websites this information was on and did not have patient information available. No further complications were reported.